Manufacturer narrative:
The field service engineer determined there was a fluidics failure. Cloth like debris was found inside the rinse nozzles. The rinse nozzles and valves were cleaned. The vacuum system was checked. The customer ran controls and these passed. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they received questionable results for six to seven patient samples tested with multiple assays on the cobas 6000 c (501) module between (B)(6) 2019. The customer provided data for one patient sample with a discrepant result for ise indirect na for gen.2. No incorrect values were reported outside of the laboratory. The sample initially resulted with an na value of 195 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected.